Event description:
Report rec'd from an abbott int'l affiliate of a tubing separation. The customer reported that when the product was taken out if its package, it was found to be in two pieces. The separation was reported to be at the proximal y-clave port at the leg to tubing connection. No add'l info was provided.